Manufacturer narrative:
The device was not returned to MFR for investigation and it is therefore, impossible to make an informed judgement as to the root cause of the complaint. Although, the device was not returned, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation.

Event description:
It was reported that during an attempt to position the graftmaster stent through the two previously implanted stents, the graftmaster stent became caught inside the deployed stents. The graftmaster stent was deployed inside the previously deployed stents at an unintended site and this is considered to be a permanent impairment. A balloon catheter was used to post dilate the graftmaster stent and then it was used to successfully treat the perforation. No additional event or patient information is available.